Event description:
The reason for call was patient reported issues charging their implanted neurostimulator and described that they have had one issue or another almost from day one. Patient described that the implant will start off recharging excellent and then will display a message that the controller battery is dead and they have to reset the controller to get it going again. Patient stated the implant will charge for a few seconds, a minute or two, and then the issue will occur again. Patient stated they probably tried for over 3-4 hours last night before they were finally able to get the implant to charge. Patient noted the end of the recharger doesn't always go into the port correctly and it fights with them for a split second before it goes in. Patient also described seeing recharging needs attention and then, when they unlock the screen, the implant is charging as normal. Patient commented that they have really enjoyed having the device when it works correctly and it has made their life much more comfortable, but more often than not they have issues with getting the implant to charge. Patient also stated, at times, they feel the internal battery gets very warm while they are charging the implant; patient noted it does not get hot, but rather warm, and this has also been almost from the very first time they had the implant put in. Patient denied any falls or traumas near the implant site and stated they have gained maybe 30 lbs due to a thyroid issue, but this has all been in the front as what is referred to as thyroid belly. Patient stated they had part of their thyroid removed. Patient stated the issues have been ongoing since implant and the issues had gone from sporadic to consistent. Patient reported no visible damage to the recharger, controller port, battery compartment, or battery pack. Patient reset the controller and connected the recharger; batteries screen displayed with controller at 100% and implant at 80%, recharging excellent. While on the call, the implant increased to 90 and then 100%. Patient reported poor recharge quality displayed and then went right back to excellent; patient confirmed they had not moved the paddle. Agent reviewed with patient to document if any message appear. Agent advised patient to monitor and call back if issues persist. Agent redirected to hcp, if needed, to further address ins warmth. Patient noted they had changed from group a to b and turn their stimulation down at night to where you can barely know it's on and then they increase the stimulation in the morning. Patient added they normally get 24-36 hours between ins charges. Patient reported having had a laminectomy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.